Event description:
Based on additional information received on 20-jul-2016, the case initially considered as non serious was upgraded to serious as cortisone was added as the corrective treatment for the events (seriousness criteria as required intervention). This unsolicited device case from united states was received on 16-may-2016 from a patient who was a nurse. This case involves a (B)(6) female patient who received treatment with synvisc one and could not bend knee, worse shape now than before the injection, knee swollen/knee swelled up and was worse the following day, experienced knee stiffness, knee pain and fluid felt like it was actually above knee and it was hardened. The patient had right knee meniscus tear surgery on (B)(6) 2016 and arthroscopic knee surgery in (B)(6) 2016 and her knee had been going downhill since then and her doctor decided to try the synvisc one injection. The concomitant medications of the patient included naproxen sodium (aleve), nicotinamide/pyridoxine hydrochloride/riboflavin/thiamine hydrochloride (b complex), ergocalciferol (vitamin d), magnesium and fish oil. No past drugs or concurrent condition was reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (indication, batch/ lot number and expiration date: not provided) into an unspecified location. The evening of the injection, the patient's knee swelled up and was worse the following day. On (B)(6) 2016, the knee was very swollen, which progressively got worse and the patient couldn't bend her knee. The patient was not sure if she should ice the knee or put heat. The patient was taking ibuprofen (motrin). The doctor told the patient not to do anything different and to continue normal activity. It was reported that the patient was a registered nurse and on her feet a lot. The patient did not want a steroid injection but she had been taking naproxen sodium (aleve) and icing the knee. It was reported that the fluid felt like it was actually above the knee and it was hardened. As of (B)(6) 2016, the knee was better but the patient was in worse shape than before the injection. It was reported that the patient tried ice and antiinflammatory drugs but nothing worked. Also reported, the patient returned to the doctor 1 week 3 days later to have knee drained and was then injected with cortisone. Corrective treatment: icing for cannot bend knee; knee drained and cortisone for fluid feels like it is actually above knee and it is hardened; ibuprofen, naproxen sodium, cortisone and icing for knee swollen/knee swelled up and was worse the following day and knee pain; icing and cortisone for knee stiffness and not reported for worse shape now than before the injection outcome: not recovered for knee pain and worse shape now than before the injection and recovered for rest of the events. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for knee swollen/knee swelled up and was worse the following day, knee stiffness, knee pain and fluid feels like it is actually above knee and it is hardened additional information was received on 07-jun-2016. Ptc results were added and the text was amended accordingly. Additional information was received on 20-jul-2016 from a patient who was a nurse. The case initially considered as non-serious was upgraded to serious as cortisone was added as the corrective treatment for the events (seriousness criteria as required intervention) weight and height of the patient was added. Concomitant medications of the patient were added. Medical history and laboratory data was added. Outcome for the events knee swollen/knee swelled up and was worse the following day, knee stiffness, fluid feels like it is actually above knee and it is hardened and cannot bend knee was updated from not recovered to recovered. Additional corrective treatment cortisone was added for the events of knee swollen/knee swelled up and was worse the following day, knee stiffness, knee pain and fluid feels like it is actually above knee and it is hardened. Clinical course was updated and text was amended accordingly. Additional information was received on 28-jul-2016. The upgraded ptc results were added. Text amended accordingly.

Event description:
Based on additional information received on 20-jul- 2016, the case initially considered as non serious was upgraded to serious as cortisone was added as the corrective treatment for the events (seriousness criteria as required intervention) this unsolicited device case from united states was received on 16-may-2016 from a patient who was a nurse. This case involves a (B)(6) female patient who received treatment with synvisc one and could not bend knee, worse shape now than before the injection, knee swollen/knee swelled up and was worse the following day, experienced knee stiffness, knee pain and fluid felt like it was actually above knee and it was hardened. The patient had right knee meniscus tear surgery on (B)(6) 2016 and arthroscopic knee surgery in (B)(6) 2016 and her knee had been going downhill since then and her doctor decided to try the synvisc one injection. The concomitant medications of the patient included naproxen sodium (aleve), nicotinamide/pyridoxine hydrochloride/riboflavin/thiamine hydrochloride (b complex), ergocalciferol (vitamin d), magnesium and fish oil. No past drugs or concurrent condition was reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (indication, batch/ lot number and expiration date: not provided) into an unspecified location. The evening of the injection, the patient's knee swelled up and was worse the following day. On (B)(6) 2016, the knee was very swollen, which progressively got worse and the patient couldn't bend her knee. The patient was not sure if she should ice the knee or put heat. The patient was taking ibuprofen (motrin). The doctor told the patient not to do anything different and to continue normal activity. It was reported that the patient was a registered nurse and on her feet a lot. The patient did not want a steroid injection but she had been taking naproxen sodium (aleve) and icing the knee. It was reported that the fluid felt like it was actually above the knee and it was hardened. As of 16-may-2016, the knee was better but the patient was in worse shape than before the injection. It was reported that the patient tried ice and anti inflammatory drugs but nothing worked. Also reported, the patient returned to the doctor 1 week 3 days later to have knee drained and was then injected with cortisone. Corrective treatment: icing for cannot bend knee; knee drained and cortisone for fluid feels like it is actually above knee and it is hardened; ibuprofen, naproxen sodium, cortisone and icing for knee swollen/knee swelled up and was worse the following day and knee pain; icing and cortisone for knee stiffness and not reported for worse shape now than before the injection outcome: not recovered for knee pain and worse shape now than before the injection and recovered for rest of the events. (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for knee swollen/knee swelled up and was worse the following day, knee stiffness, knee pain and fluid feels like it is actually above knee and it is hardened additional information was received on 07-jun-2016. Ptc results were added and the text was amended accordingly. Additional information was received on 20-jul-2016 from a patient who was a nurse. The case initially considered as non serious was upgraded to serious as cortisone was added as the corrective treatment for the events (seriousness criteria as required intervention) weight and height of the patient was added. Concomitant medications of the patient were added. Medical history and laboratory data was added. Outcome for the events knee swollen/knee swelled up and was worse the following day, knee stiffness, fluid feels like it is actually above knee and it is hardened and cannot bend knee was updated from not recovered to recovered. Additional corrective treatment cortisone was added for the events of knee swollen/knee swelled up and was worse the following day, knee stiffness, knee pain and fluid feels like it is actually above knee and it is hardened. Clinical course was updated and text was amended accordingly.